Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed that a critical alarm had occurred due to a motor stall and tube set. The pump logs indicate that the pump motor stalled on (B)(6) 2010. The patient did not experience any underdose symptoms and the volumes aspirated at refill were accurate. It was noted that the patient had been in the hospital during the time of the stall due to issues unrelated to the pump. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.